Event description:
Customer reported a button error on his insulin pump. The down button has been slow to respond for about three months. Customer has to press the button multiple times for ti to respond. Customer's last blood glucose was 209 mg/dl. He stated he got caught in the rain and after that he noticed issues with the buttons. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)